Event description:
Received information from user facility that "metal shavings were coming off and going in the knee". This occurred during an arthroscopy of the knee. The surgical site was irrigated. Metal shavings were unretrieved.